Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that both output connectors were damaged. Analysis also noted that the hanger was broken, battery drawer sticks and both display wires were pinched (not compromised). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.